Event description:
It was reported via repair work order that the footend lift was elevated and inoperable due to damaged cpu board and damaged power coil. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.